Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent surgery to repair a hole in their stomach. It was mentioned the patient¿s small intestine was blocking the hole. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was diagnosed with a severe umbilical hernia on (B)(6) 2021, which was not present prior to the patient beginning pd for rrt. The pdrn stated the patient presented to the emergency room and a computed tomography (CT) scan of the abdomen revealed an umbilical hernia. On (B)(6) 2021, the patient underwent an umbilical hernia repair, pd catheter (not a fresenius product) removal and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital in stable condition and began undergoing outpatient hd therapy on (B)(6) 2021 to promote abdominal healing. Per the pdrn, the liberty select cycler did not malfunction (nor any other fresenius product, device and/or drug); however, the patient¿s umbilical hernia developed since he began pd for rrt. The patient tolerated outpatient hd therapy without issue and resumed pd therapy on (B)(6) 2021. The pdrn stated the patient resumed utilizing the same liberty select cycler as before surgery.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia, which warranted hospitalization and surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia, as it was undiagnosed when the patient began rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent surgery to repair a hole in their stomach. It was mentioned the patient¿s small intestine was blocking the hole. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was diagnosed with a severe umbilical hernia on (B)(6) 2021, which was not present prior to the patient beginning pd for rrt. The pdrn stated the patient presented to the emergency room and a computed tomography (CT) scan of the abdomen revealed an umbilical hernia. On (B)(6) 2021, the patient underwent an umbilical hernia repair, pd catheter (not a fresenius product) removal and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital in stable condition and began undergoing outpatient hd therapy on (B)(6) 2021 to promote abdominal healing. Per the pdrn, the liberty select cycler did not malfunction (nor any other fresenius product, device and/or drug); however, the patient¿s umbilical hernia developed since he began pd for rrt. The patient tolerated outpatient hd therapy without issue and resumed pd therapy on (B)(6) 2021. The pdrn stated the patient resumed utilizing the same liberty select cycler as before surgery.